Event description:
Reporting status: serious injury-medical intervention; life threatening. Reporting rationale: ischemia and a severe arrhythmia requiring medical intervention. Failure to deflate could lead to distal infarct due to lack of flow, or the device may potentially need to be removed partially inflated which could result in vessel dissection. Device issue: balloon did not deflate completely. It was reported that the target lesion was the left main and proximal lad with moderate tortuosity, mild calcification, and 90% stenosis. Ivus was performed to diffuse the lesion in the lad, then the pixel was implanted in the distal portion of the proximal lad. The balloon was deflated at 140 psi, but did not completely deflate. The balloon was deflated for 30 seconds, but failed, so that the physician attempted to deflate it by using an indeflator. It still failed to deflate. The patient was ischemic and developed arrhythmia but recovered by cardiac compression (defibrillation). The balloon was able to be deflated slightly with a syringe and was removed outside of the patient. Another company's stents were then implanted using the same syringe and the procedure was completed without a problem. No additional event or patient information is available.

Manufacturer narrative:
Indeflator filled with renografin 60 diluted 1/1 with water, the deflation times were tested and the deflation times met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that the balloon would not deflate completely after the stent implantation. Analysis of the returned device found the only damage to be two bends in the hypotube between the strain relief tubing and the guidewire exit notch. However, this damage should not have contributed to the reported issue. Since this damage was not reported in the incident, it likely occurred as a result of handling during the packing/shipping of the device back to abbott for evaluation. During the lab analysis, the catheter was inflated to 16 atm and the balloon inflated normally. Additionally, the catheter was tested to verify balloon deflation time. The device passed specification for deflation. Lab analysis was unable to confirm the reported device issue. However, balloon deflation can be influenced by the type of contrast used and the concentration of the contrast. Additionally, it should be noted, arrhythmia and ischemia, as listed in the instructions for use, are known adverse events associated with coronary stenting. A review of the finished device lot history record did not reveal any non-conforming material reports. Additionally, a query of the complaint-handling database was performed and there have been no similar complaints reported with this part and lot number combination. As a conclusive root cause could not be determined, product performance engineering will trend and monitor the incident circumstances. All catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify deflation time. This MDR is considered closed by the quality assurance department.